Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had concurrent flow in the primary and secondary bags. The device was programmed to deliver an unknown volume to be infused, at a rate of 600 ml/hour. Any patient involvement, injury or medical intervention is unknown.